Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "there was blood leakage due to the seal between the white tip and the transparent connect to the vacutainer. There is therefore a leak, and consequently blood everywhere when used for blood tests." " additional information received: there were no consequences for the patient or the medical staff (no blood spilled, no contamination). The impact is at the level of the technical gesture which is disturbed.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation: bd received 20 samples from the customer for investigation. All samples were evaluated by visual examination and functional testing and the indicated failure mode for leakage with the incident lot was not observed. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "there was blood leakage due to the seal between the white tip and the transparent connect to the vacutainer. There is therefore a leak, and consequently blood everywhere when used for blood tests." Additional information received: there were no consequences for the patient or the medical staff (no blood spilled, no contamination). The impact is at the level of the technical gesture which is disturbed.